Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin.net transmission, premature eri was observed. It was also noted that the battery voltage was below eol. The battery voltage was not at eri at a follow up a month earlier. The device was explanted and replaced.